Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer.: synergy ii us mr 2.50 x 12 mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 864mm distal to the distal end of the strain relief. Section of the device distal of the break site (including distal section of hypotube, mid-shaft, shaft polymer extrusion, balloon, stent and tip) was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the aorta. A 2.50mm x 12mm synergy drug-eluting stent was selected for use. However, upon loading the device onto the wire, the shaft broke inside the guide. The device was completely removed together with the guide. The procedure was completed by replacing with a new guide catheter, guide wire and a different stent. No patient complications were reported and the patient was okay

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the aorta. A 2.50mmx12mm synergy drug-eluting stent was selected for use. However, upon loading the device onto the wire, the shaft broke inside the guide. The device was completely removed together with the guide. The procedure was completed by replacing with a new guide catheter, guide wire and a different stent. No patient complications were reported and the patient was okay